Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: (B) (6) 2008 7, (B) (6) 2008 5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test. The test results are as follows: (B) (6) 2008 7, (B) (6) 2008 5, average 6, stdev 1.41, %cv 23.57. As per internal procedure (B) (4), if the %cv is 20% or less, the criterion is met. The product will not be investigated. The patient used the same finger and same site for testing which might produce inconsistency.